Event description:
A report was received that the patient¿s ipg was now near the surface of the skin and the skin was broken. It was also noted that when the patient charge the ipg it often heats up, shut off and was nonfunctional. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that there was no skin breakage noted. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was move a little bit. Device malfunction was suspected on ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was now near the surface of the skin and the skin was broken. It was also noted that when the patient charge the ipg it often heats up, shut off and was nonfunctional. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4). Description: linear 3-4 lead, 50cm model#: sc-4316 lot #: 14997734 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s ipg was now near the surface of the skin and the skin was broken. It was also noted that when the patient charges the ipg it often heats up, shuts off and was nonfunctional. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's ipg was now near the surface of the skin and the skin was broken. It was also noted that when the patient charge the ipg it often heats up, shut off and was nonfunctional. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.